Manufacturer narrative:
H6: investigation summary customer returned two 0.3 ml syringes. The customer reported as follows: the rubber component was damaged, unable to operate. The syringes were visual inspected and was confirmed that the stoper was deformed on one of the returned syringes. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the rubber component was damaged. A definitive root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that 2 bd ultra-fine¿ insulin syringes' stoppers were damaged. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "the rubber component was damaged."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ insulin syringes' stoppers were damaged. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "the rubber component was damaged."